Manufacturer narrative:
The device has not been returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the heating mechanism went above 95/96 degrees and then shut down without any alarms or error codes prior to the event. However, the unit immediately went into a "cool down" mode. The procedure was completed with another of the same device, and there were no pt complications as a result of this event.